Manufacturer narrative:
H6: investigation summary a device history record review was performed for provided final lot number 9129956 and all applicable sub-assembly lot numbers. The review did not reveal any detected quality issues during the production process that could have contributed to this reported incident. To aid in the investigation of this issue, the physical sample was returned for evaluation by our quality engineer team. Through examination of the sample, black foreign matter was observed on the stopper surface within the fluid pathway. The foreign matter appeared to be an additional piece of the rubber stopper. Based on the size of the foreign material, the defect should have been identified and rejected during the manufacturing process. In response to this incident, a quality alert has been issued to all applicable manufacturing personnel to raise awareness for this potential defect.

Event description:
It was reported that the bd luer-lok¿ syringe plunger and stopper were found broken before use. The following information was provided by the initial reporter: "broken plunger."

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that the bd luer-lok¿ syringe plunger and stopper were found broken before use. The following information was provided by the initial reporter: "broken plunger."